Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-01396. It was reported that surgical intervention took place on (B)(6) 2014 explanting and replacing one lead in an effort to obtain additional left-sided coverage. The physician electively replaced the original ipg during the same procedure. Both leads are being reported as it is uncertain which lead was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.